Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 10-apr-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was receiving therapy via an implantable pump for unknown indications for use. It was reported that a catheter revision/replacement was reported to have happened out of state in (B)(6), no other details were known/available to thehcp.